Event description:
Per the clinic, the patient experienced an infection (specific date not provided) due to the detachment of the membrane behind the vibrator. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection on early (B)(6) 2024 (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported).